Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in an edwards lifesciences technical summary, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr esheath is 6mm. In this case, the access vessel was adequate at 6.8mm, with mild calcification and mild tortuosity. As noted above, patient factors appear to have contributed to the vascular complication. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a transfemoral tavr procedure an iliofemoral rupture occurred. Direct pressure was applied. A wire was advanced from the contralateral side and a cross-over sheath placed on the left side. A peripheral balloon was advanced and inflated in the external iliac artery. A vascular surgeon was consulted and an open surgical repair of the right ilio-femoral vessel was performed. The vessel was successfully repaired and the patient was transferred to ICU in stable condition. The patient was morbidly obese. Ultrasound guidance was used to gain access with some difficulty. Multiple attempts were made to access the femoral artery. Once the artery was accessed, a 6fr sheath was inserted and attempts were made to pre-close the artery using multiple proglides. Difficulty was encountered advancing the proglides. It became apparent that during the attempts to advance the proglides, an external iliac dissection had been created. The guidewire was redirected into the true lumen and advanced into the aorta. Proglides were deployed and a 16fr edwards dilator was advanced into the rfa over a lunderquist wire. Difficulty advancing the dilator was encountered and it was believed that the deep tissue tract needed to be expanded to allow the dilator to advance. A hemostat was used to expand the tract and the dilator was advanced and removed. The 16fr esheath was then advanced relatively easily. The 29mm valve advanced into the esheath. Some difficulty was encountered advancing the valve through the sheath. Valve alignment was performed successfully and deployed successfully. The esheath was pulled back slowly into external iliac where an aortogram was performed from the contralateral side. A large dissection was observed in the external iliac. The patient was hemodynamically stable. The esheath was removed over the wire and a small perforation was observed extending from the inferior portion of the external iliac dissection into the femoral artery. The patient's large body habitus and difficulty advancing proglides caused a dissection. This issue was exacerbated with the 16fr dilator and 16fr esheath. Patient is doing well, expected to be discharged soon. There were no abnormalities with the sheath or delivery system, no kinks or scratches. The angle of the sheath was not excessively steep. The resistance was felt within the distal external iliac. The sheath was discarded by the or staff and is not available for evaluation.